Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. As the cartridge was changed prior to calling tandem technical support, the customer declined to reload the cartridge. The customer reported blood glucose (bg) level was approximately 420 mg/dl, with high level of ketones. The customer delivered a correction bolus via the pump to address bg level. Although requested, no further information was provided on the reported event.